Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with frozen display screen. The blood glucose was 122 mg/dl at the time of the incident. Customer stated his pump freezes sometimes and when he replaces the battery the display eventually does come back. Customer reported an alarm occurred after the buttons stopped responding. Customer also received with multiple insulin pump errors. Error table indicates pump should be replaced on first occurrence. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with frozen screen, problem isolated to mother board. Unable to confirm the interrupt source error, second to last task control block requested alarm, software error alarm, keypad unresponsive and unable to perform any tests due to frozen screen. Pump received with cracked reservoir tube lip and minor scratches on display window noted.